Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service rep was dispatched to investigate. While at the facility, the service rep confirmed the problem. The service rep then re-flashed the system software and subsequently testing confirmed that the issue was resolved. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received that the cardioplegia counters of the s5 system were functioning intermittently during set up. The system was not used for the procedure. There was no patient involvement.